Event description:
Customer called to report that the insulin pump is not delivering insulin causing high blood glucose. Customer stated that she ended up in the hospital. The blood glucose reading at the time of the event was over 600 mg/dl. Customer initial complaint was lower stomach and back pain. The nurse provided customer with her blood glucose reading, customer knew that she was running high blood glucose. Customer was treated with an insulin drip. During troubleshooting, time and date are correct. High pressure test passed. Manual prime correct. Customer also stated that when the cannula was removed it was bent and there was discharge. There was no infection. Reminded customer to change set every 2 to 3 days. Nothing further reported.

Manufacturer narrative:
Constant failed battery test alarms due to corroded battery tube and battery cap. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to failed battery test alarms. Unable to confirm unexpected weak battery, off no power alarms, low battery alarms, battery out limit and low reservoir alarm due to failed battery test alarms. Cracked reservoir tube lip noted.